Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic sigmoid colectomy procedure, the device was difficult to remove from the cavity. The surgeon turned the knob more than 2 full turns and opened the stapler fully. When he removed the stapler from the rectum the anvil was not attached, it has become dislodged in the rectum of the patient. It took about 3 minutes for the surgeon to recover the anvil using graspers. The "donuts" were inspected and appeared to be normal.